Event description:
As reported, when removing a 6f exoseal vascular closure device (vcd), the plug came out with it, preventing proper hemostasis. The plug fell out of the shaft upon removal from the patient. The procedure was completed with manual compression. There was no reported patient injury. The device was used in a coronary angiogram (cag). There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when removing a 6f exoseal vascular closure device (vcd), the plug came out with it, preventing proper hemostasis. The plug fell out of the shaft upon removal from the patient. The procedure was completed with manual compression. There was no reported patient injury. The device was used in a coronary angiogram (cag). There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. One non-sterile vascular closure device 6f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. The reported event by the customer as ¿plug ¿ inaccurate placement¿ could not be confirmed since due the nature of the complaint, the event reported could not be properly evaluated. Due to the nature of the event, withouth procedural images, the event cannot be confirmed and a cause for the issue cannot be determined, since the device shows complete deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.